Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On (B)(6) 2017, a dentist reported the case of a (B)(6) male patient who required root canal therapy on tooth #19. This tooth received a lava ultimate crown on (B)(6) 2013, to replace an existing crown. On (B)(6) 2016, the lava ultimate crown debonded and decay was noted beneath the crown; at this time, it was recommended that the patient receive a root canal, which was subsequently performed on (B)(6) 2016.